Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms constantly with doppler of 60-68. Log files were submitted to know the pump functioned as normal with no signs of thrombus. It was noted that the patient had history of hypertension. The event log file captured low flow alarm events on 16apr2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when the pulsatility index (pi) was elevated. The data that was reviewed did not contain attributes which would lead us to suspect the presence of thrombus within the motor chamber; however, that did not mean that thrombus was not present in the circulatory loop so it was recommended to look at other clinical indications that may confirm the presence of thrombus. The patient was to be admitted and computed tomography and angiography (cta) of the outflow graft and echocardiogram was to be performed. It was later reported that the patient was explanted on (B)(6) 2026. The pump was off but still implanted. The outcome was reported to be device or therapy related due to the outflow graft thrombus.